Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer first powered the fridge up and let it boot until the irac row boards were seen, then powered the station back on. Once completely booted into the application, the customer logged in and recovered the failed storage spaces. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was not detected on the communication bus. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. The user was able to remove medications during the malfunction and reported no delays occurred. There were no adverse events or injuries reported as a result of this incident.